Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. They also stated that the insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose level was 414 mg/dl. At the time of incident. The blood glucose level was 97 mg/dl. Troubleshoot was performed but did not resolve the issue. Customer advise to replace battery and monitor the insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unexpected battery power loss alarms due to connector resistance issue printed circuit board. However, no failed battery test or replace battery now alarms were noted during testing.